Manufacturer narrative:
H10: one actual sample was received for evaluation. The other sample was not received and therefore, could not be evaluated. A visual inspection with the naked eye was performed with no issues noted. Functional tests including leak, clear passage and clamp function tests were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 minicap transfer sets had a broken twist clamp. This occurred during set up for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.